Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 9066897. The review did not reveal any detected abnormalities during the production process and all quality tests were found to be within specification. As a sample was unavailable for this incident, a thorough sample investigation could not be completed. Based on the limited investigation results, an exact cause for this incident could not be determined. Tracking and trending quality records were reviewed by our quality team and this appears to be an isolated occurrence. There are quality controls in place to detect this type of product malfunction during the production process.

Event description:
It was reported that the bd connecta¿ multiflo¿ 3-way multiple infusion manifold "cvc joint" patient-end broke off during use when removed from the child patient. The broken half was "immediately" removed and the connecta¿ replaced. The following information was provided by the initial reporter, translated from chinese to english: "the child is a child with indwelling cvc pipeline, so it is necessary to maintain the pipeline and replace the infusion tube and cnnecta every day. When the connecta is removed, the patient's end breaks and half of it is left. Immediately remove the broken half of the cvc joint and replace the cinnecta."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ multiflo¿ 3-way multiple infusion manifold "cvc joint" patient-end broke off during use when removed from the child patient. The broken half was "immediately" removed and the connecta¿ replaced. The following information was provided by the initial reporter, translated from (B)(6) to english: "the child is a child with indwelling cvc pipeline, so it is necessary to maintain the pipeline and replace the infusion tube and cnnecta every day. When the connecta is removed, the patient's end breaks and half of it is left. Immediately remove the broken half of the cvc joint and replace the cinnecta."